Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio error. Customer's blood glucose value was unknown at the time of the incident. Advised customer to adjust the audio volume to 1 and press save and listen for the beep and adjust the audio volume to 5 and press save and listen for the beep. Customer reports they did not hear the differences between the two audio beep volumes. The device will return for analysis

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps functioned properly. However, hardware low level failures confirmed in the pump history due to broken trace on keypad assembly.